Event description:
Hardware originally applied in 2004 for an l4-s1 fusion. Approximately 1 year later patient complained of pain. X-rays showed 2 set screws had loosened. The hardware was removed. Patient recovering from second surgery without incident.